Event description:
Per the clinic, the patient experienced bacterial infection and skin breakdown, exposing the receiver/stimulator (specific date not reported). Subsequently, the patient was hospitalized and treated with IV antibiotics for 4 days (specific date not reported). Following discharge, the patient was treated with oral antibiotics for 21 days (specific date not reported). However, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2023. It is unknown if there are plans to reimplant the patient as of the date of this report.